Manufacturer narrative:
H11: initial and final MDR (B)(4). Device 5 of 6

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a kinked cannula on (B)(6) 2024 and (B)(6) 2024. The issue occurred with six similar types of infusion sets and the site was patient's upper buttocks. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available